Event description:
A valproic acid result was reported within last year of 6-7mg/l to physician. The physician questioned results and requested sample be retested. Retest repeated two times with a result of 40mg/l being reported.customer declined to provide any patient information. No report of injury or impact to patient.